Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient noticed air bubbles in the reservoir on (B)(6) 2026, which led to a high blood glucose level was high treated with bolus. No further information available.